Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the hospital owned refrigerator produced burning smell. The field service engineer confirmed that there was no issue with the system. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system produced a burning smell.however, there were no adverse events or injuries reported based on this event.